Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforated towards her bowels"), device dislocation ("migration of essure removal device: location of device: near my bowel"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ heavy and irregular bleeding") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia, adenomyosis, ulcerative colitis, urethral stricture, uterine leiomyoma and uterine bleeding. Concomitant products included polysaccharide-iron complex (poly iron) since 2016 for anemia as well as cyclobenzaprine from 2012 to 2013, diazepam since 2016, hydrocodone from 2012 to 2013, ibuprofen (advil) from 2012 to 2013, ibuprofen from 2012 to 2013, oral contraceptive nos, oxycocet (percocet) from 2012 to 2013, oxycodone since 2016 and paracetamol (tylenol) from 2012 to 2013. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), back pain ("back pain"), musculoskeletal pain ("shoulder pain") and headache ("head pain"). In june 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and migraine ("migraines"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, vaginal haemorrhage, menorrhagia, fatigue, back pain and musculoskeletal pain was resolving and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2016, transvaginal pelvic sonography: heterogeneous myometrium concerning for adenomyosis. Fibroid noted in the anterior mid corpus. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage, dysmenorrhea, fatigue." Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. This case concerns 45 year old patient. Her demographic was added. Her concurrent condition was added. Lab data was added. Essure indication was amended. Essure removal date was updated. Concomitant medication was added. Per mr: event: perforated towards her bowels was added. Per pfs: events: migration of essure removal device: location of device: near my bowel, abnormal bleeding (vaginal/menorrhagia), fatigue, back pain, shoulder pain and head pain. She was recovering for all the aforementioned events except head pain. On (B)(6) 2018: onset date of event: abnormal bleeding (vaginal, menorrhagia), pain: vaginal, pelvic and abdominal was updated. Concomitant medication was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforated towards her bowels'), device dislocation ('migration of essure removal device: location of device: near my bowel/ it was poking through my uterus and almost into my bowels'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding/ heavy and irregular bleeding') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammatory bowel disease on (B)(6) 2011 and proctosigmoiditis on (B)(6) 2011. Concurrent conditions included sinusitis since (B)(6) 2013, pain in arm since (B)(6) 2012, hypoaesthesia since (B)(6) 2012, anemia, adenomyosis, ulcerative colitis, urethral stricture, uterine leiomyoma, uterine bleeding and pain neck. Concomitant products included polysaccharide-iron complex since 2016 for anemia as well as cyclobenzaprine from 2012 to 2013, diazepam since 2016, hydrocodone from 2012 to 2013, ibuprofen from 2012 to 2013, ibuprofen from 2012 to 2013, oral contraceptive nos, oxycodone hydrochloride;paracetamol (percocet) from 2012 to 2013, oxycodone since 2016, paracetamol (tylenol) from 2012 to 2013 and vitamin d nos (vitamin d) from 2015 to 2016. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain") and headache ("head pain"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 8 months 20 days after insertion of essure. On (B)(6) 2011, the patient experienced fatigue ("fatigue"). In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and migraine ("migraines"). In april 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy and cystoscopy and to remove one or more of the essure coils / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, migraine, fatigue, back pain and musculoskeletal pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the headache had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, pelvic pain, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient underwent a pelvic surgery to try and alleviate the symptoms. She had no complications or problems that occurred at the time of essure placement procedure or essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion my doctor told me everything "looked good". Ultrasound scan vagina - on (B)(6) 2016: heterogeneous myometrium concerning for adenomyosis. Fibroid noted in the anterior mid corpus.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: genital haemorrhage, dysmenorrhea, fatigue." Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received. Outcome for abnormal bleeding was updated from recovering/resolving to recovered/resolved. Concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove one or more of the essure coils / pelvic surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain, vulvovaginal pain and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient underwent a pelvic surgery to try and alleviate the symptoms. Most recent follow-up information incorporated above includes: on 16-nov-2017: event "migraines" was added. Event heavy and genital hemorrhage updated. Reporter information updated. Reporter causality comment updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.